Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
Exemption number e2015058. Routine testing confirmed that the pad-pak was first was installed by the customer on the 16th june 2010 and performed to specification, alongside random manual power ons, up to the (B)(6) 2010. The device records manual power ups under one minute duration on the (B)(6) 2010. This may suggests the user was power cycling the device. The shock was pressed three times during this time without being prompted to do so. The device failed a self-test during a manual power up due to a shock key error. The technical log shows the shock key was recorded as being stuck. The device records manual power ups of 10 minutes duration between (B)(6) 2016. Investigation found the fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.